Event description:
A physician deployed an emboshield into the right internal carotid artery. Another brand of stent was successfully positioned and placed. After the stenting procedure, the physician was unable to retrieve the emboshield. The physician deployed another stent in order to collapse the filter against the vessel wall. The pt was reportedly fine.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.